Event description:
The physician prepared a wilson-cook tri-tome pc triple lumen sphinctertome for use. While bowing the device to ensure proper workability, the cutting wire broke. This occurred prior to patient contact; no patient injury was reported.